Event description:
It was reported that when using the pyxis medstation es system remote support service gcpendbes drive c exceeded the threshold (t). There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device drive c exceeded the threshold (t). A field service engineer found that drive c: had 0% free space and could not launch tree. After successfully deleting several files, they freed up 250 mb and contacted technical support for further assistance. A field service engineer stated that when the user tried to log into the station, they actually physically got kicked out of the system. A field service engineer had already replaced the biometric identification scanner on the unit and ensured that there was enough space on the hard drive for the technical support specialist to remote in. A field service engineer mentioned that the device was in a procedural room. Each time the user logged in, it sometimes required a station reboot, causing delays in accessing medication. A technical support specialist found that the structured query language dumped files, producing larger files and deleted all of them and verified the database size. The size exceeded the threshold. A technical support specialist found that the station purge failed and ran the purge query, the purge selection and deletion had no error flags and the purge count was at 0. A technical support specialist stopped data synchronization, maintenance services and backed up the database in d/drive with decrypted scripts. A technical support specialist dropped the database and performed full synchronization to resolve the issue in the cloned case (B)(4). The system functioned as intended after the technical support specialist troubleshooted the device.